Event description:
The facility's office coordinator reported an infusion pump with an 715:00 failure. Although attempts were made by baxter's technical support to obtain additional information from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, age of pt, medication involved or the set up of the infusion device. The hospital representative stated they have no record of any pt incident involving the pump since the last baxter service event.